Event description:
It was reported that the patient was experiencing inadequate stimulation and was feeling undesired stimulation on a non targeted area. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg was not returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was feeling undesired stimulation on a non targeted area. The patient underwent an ipg replacement procedure.